Event description:
It was reported that the patient underwent an extreme lateral interbody fusion procedure in the prone position. During the procedure, after the patient was under anesthesia, it was identified that the screw component had not been fully removed from the custom access fixation shim during sterile processing, allowing the potential for contaminants to be trapped within the instrument. There was no option for quick sterilization of the shim; as a result, the procedure was aborted and postponed to a later date. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received concerning this event. No device was returned to nuvasive for evaluation; further, no photographs of the device failure were provided for review. A review of the device history record was performed and no discrepancies relevant to the reported event were found. It was noted by the complainant that, following the event, the sales representative has worked with the facility's sterile processing department (spd) team to ensure they are aware of proper disassembly of the fixation shim prior to cleaning/sterilization to mitigate recurrence. Based on the information provided, the root cause of the issue was determined to be improper cleaning during reprocessing by failure to disassemble the instrument. Labeling review: "...residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure..." "¿pre-operative warnings: the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices...refer to cleaning and sterilization instructions below for all non-sterile parts..." "...packaging: devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive. Instruments provided non-sterile can be single use or reusable...reusable instruments should be reprocessed using instructions provided below..." "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible, contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive..." "...cleaning: manual: while soaking, actuate the instruments through a full range of motion (as appropriate for the specific instrument) to allow complete penetration of the cleaning solution. Instruments that are designed to be disassembled should be disassembled prior to cleaning. Instruments that do not disassemble may require additional soaking..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.